Manufacturer narrative:
(B)(4).

Event description:
During a total hip joint replacement operation with r3 20 deg xlpe acet lnr 36mm x 58mm, the outer package was intact, but the double inner plastic package was uneven, there seems like bubbles in the edge of inner package. The surgeon thinks this as non-sterile. Finally used same model backup to complete the surgery. The surgery time was extended 1 hour while waiting for back-up.